Event description:
The lay user/patient called lifescan (lfs) on august 3, 2006, and alleged that her meter would not power on. The medical affair specialist spoke to the patient on august 4, 2006, and obtained and verified the following information. The patient was unable to test on her meter because of the power issue for 1 1/2 weeks. Her last test date was in 2006. She had contacted her medical supply company and they advised her they would send her a replacement. She claims she never received it. On the event date, at approximately 11:15 am the pt passed out. She does not recall any symptoms prior, as she has hypoglycemia awareness. Her friend came by to visit, at around 11:45 and found her unconscious. The paramedics were called and they were able to giver her glucose and sugar. She was taken to the hospital, where her blood glucoses was 21 mg/dl. She was given IV glucose and monitored until her blood glucose was stable. She normally takes 45 units of lantus in the morning and regular insulin 15 units in the morning and 17 units in the evening. On the day of the event, she took her lantus and regular insulin as prescribed. She has been told to adjust her insulin if her blood glucose results are either too high or too low. As she did not know her results, she took the prescribed amount. The patient replaced the battery, but the issue was not resolved. There was no meter trauma and the patient was using the correct test strips. This complaint is being reported, as the patient was unable to test on her meter due to the power issue. During this time she suffered a hypoglycemic event. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.